Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that there was an infection at the pocket. The symptoms included redness and swelling and the patient states she looked like she was 7 months pregnant from the swelling. This was considered a sudden change in symptoms and patient states within a couple of hours. An infection was confirmed. The patient doesn't remember what the infection strain type was and occurred on (B)(6) 2015 within a few hours of replacement being put in. IV antibiotics and oral antibiotics were both administered and a total system explant took place on (B)(6) 2016 and the infection was resolved. The patient just got re-implanted with a new pump on (B)(6) 2017.